Event description:
It was reported that a small volume intermate was observed to have particles inside the balloon. There was no patient involvement. Additional information was requested and is not available. This medical device report is report 4 of 7.

Manufacturer narrative:
(B)(4). The device was manufactured february 14, 2014 ¿ february 18, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed particles between 0.09 and 0.3 mm in size floating inside the solution of the bladder. The particles were in the fluid path. The particles were identified to be acrylic via ftir spectrophotometer scanning. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.